Manufacturer narrative:
Philips is unable to confirm the final disposition of the device because the customer allowed the quote to expire, refusing service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that navigation ring (nav-ring) was broken. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) went to the customer site and observed the device issue. The fse determined that the front bezel with nav-ring needs to be replaced to resolve the issue. The customer was provided with a quote to for service and part replacement. This investigation is ongoing.